Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the screen of the sorin c5 system went dark during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the screen of the sorin c5 system went dark during a procedure. There was no report of patient injury.